Event description:
The customer reported that the system exhibited an error indicating corrupted software and failed to boot to a usable state exhibiting a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.